Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood glucose (bg) levels (40-50 mg/dl). Reportedly, the reported issue was discussed with the customer's health care professional, and the customer's health care professional adjusted the pump settings. Customer addressed low bg levels with carbohydrates. Customer confirmed the settings adjustment provided by the health care professional resolved the reported issue.